Event description:
Related to manufacturing report #: 2183959-2015-00135. It was reported that following the implantation of an sparc sling, the patient experienced moderate difficulty empting bladder and failed a voiding trial. She was discharged with an indwelling foley catheter on (B)(6) 2015. Additional information indicated the patient returned to the clinic and "passed retrograde trial void, foley d/c". The event was considered resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.